Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-12156. It was reported that the patient was not receiving effective therapy from their system. As a result, the patient underwent a procedure to resolve the issue. During the procedure, the physician encountered difficulty re-positioning the lead (manufacturer report: 1627487-2019-12153), therefore, the patient's entire system was explanted on (B)(6) 2019.